Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device longevity was found to be 6.4 months with 2.51v, when a previous check 3 months prior revealed the device longevity to be 2.2 years with 2.56v. It was noted that the previous longevity was an overestimation by the programmer and that the current 6.4 month longevity was valid.